Event description:
It was reported while using bd vacutainer® k2e 10.8mg plus blood collection tubes there were an unspecified number of tubes with defective molding only evident after blood collection. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 02-jan-2025. Investigation summary: bd received 81 samples and 4 photos for investigation. The customer samples and photos were reviewed and the indicated failure mode for deformed tubes was observed. Additionally, 100 retention samples from bd inventory, were evaluated by visual examination and the issue of deformed tube was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode deformed tube. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® k2e 10.8mg plus blood collection tubes there were an unspecified number of tubes with defective molding only evident after blood collection. No adverse impact was reported regarding the patient or user.